Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the "helium tubing ruptured." It was noted that the tubing was discarded. As a result, a second catheter was used. There was no report of patient complication, serious injury, or death.

Event description:
It was reported that the "helium tubing ruptured." It was noted that the tubing was discarded. As a result, a second catheter was used. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.